Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The initial reporter's phone number was not available. A device history review was performed and no non-conformances were identified related to the reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and determined that the device failed visual inspection and would not cut/dull. It was noted that the cutting tool was received with a dedicated oscillating saw attachment. It was observed that the cutting tool showed heavily worn teeth and scratched surfaces. One side of the device showed a ridge like shape which indicated lateral impacts on the saw blade. It was determined that it was more probable that the lateral impacts occurred while sawing operation inside a cutting block. It was noted that due to the high impacts, the oscillating saw attachment ratchet can get tightened additionally, which would cause difficulties opening the clamping mechanism by hand. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user error. Concomitant med products and therapy dates: saw attachment device 12/10/2020. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the saw blade device would not cut/dull. It was noted in the service order that after an unspecified surgical procedure was completed, it was discovered that the cutter device was locked inside the adapter. It was not reported if there were any delays to the surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.